Event description:
The customer reported that he was hospitalized for pneumonia, not for a diabetes-related illness. He was treated with steroids. He reported that he had checked his blood glucose at 1:18 pm, and it was 270 mg/dl. He then activated a new pod. At 3:45 pm, his blood glucose was 331 mg/dl. At 4:10 pm, it was 475 mg/dl, and he removed the pod. He stated that his basal rate was increased by 40% during this time. When the pod was removed, the cannula was kinked. The pod was discarded at the hospital.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."